Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss has been attributed to a venous access needle infiltration which precluded the blood from being returned through the venous needle. The user's guide provides adequate instructions for the operator to perform a temporary disconnection to evaluate and restore vascular access flow. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage has reviewed the reported blood loss with the facility. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The facility nurse called to report that during a routine hemodialysis treatment, the pt experienced two venous needle infiltrations. The operator could not return the pt's blood, resulting in a 210cc blood loss. No medical intervention was required.